Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One unknown driver was reported but not returned for investigation. Therefore, visual/physical evaluation could not be performed. DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction, and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
Driver fractured during procedure. No more information available after due diligence performed.